Event description:
The customer reported that cidex is leaking from the reservoir. There were no reports of physician complaints. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found that the disinfectant tank was leaking fluid. The fse replaced the disinfectant tank and ran a cycle. Machine meets mfg specifications. Results: disinfectant tank.